Manufacturer narrative:
(B)(4). Concomitant devices: oxford partial knee anatomic meniscal bearing size medium 3mm, catalog #: 159575, lot #: 365570. Oxford partial knee right medial tibial tray size b, catalog #: 154721, lot #: 814690. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital did not release the device to the patient as requested, and was likely discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2018-09783, 0001825034-2018-09785. Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision approximately ten (10) months post-operatively due to knee, hip, back and neck pain accompanied by headaches and sleeplessness. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision approximately ten (10) months post-operatively due to knee, hip, back and neck pain accompanied by headaches and sleeplessness. No additional patient consequences were reported. The patient¿s initial operative notes identified no complications and the patient was stable. Physical therapy notes indicated several complications up until the revision, including limited range of motion, pain and swelling.

Event description:
This follow-up report is being filed to relay that the previous reports submitted on oct 17, 2018 and nov 28, 2018 were submitted erroneously under the wrong manufacturing report number. This event will currently be submitted under 3002806535.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous reports submitted on oct 17, 2018 and nov 28, 2018 were submitted erroneously under the wrong manufacturing report number. This event will currently be submitted under 3002806535.